Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate shock due to oversensing on the lead. Upon explant, lead fracture near the rv coil was noted. The lead was replaced. The patient's condition is good.

Manufacturer narrative:
Internal insulation abrasion was noted at 41.0cm from the connector pin. The inner coil was exposed, svc shock coil was melted, the sensing conductor etfe coating was abraded and fractured, and the rv conductor was abraded/melted, and fractured at this location. This is consistent with the observation from the field of oversensing.